Manufacturer narrative:
A1 patient identifier:(B)(6) and (B)(6)(2 patients) all available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field this report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect havab-igg results for 2 patient samples. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid 110001056666: on (B)(6)2023 (new sample) = 0.74 s/co (nonreactive) on (B)(6)2023 havab igg result = 8.03 s/co (reactive); repeated on (B)(6)2023 (original sample stored at -20 degrees celsius from (B)(6)2023) = 0.76 s/co (nonreactive) sid 110231241823: on (B)(6)2023 (new sample) = 0.19 s/co; repeat result = 0.23 s/co (nonreactive) on (B)(6)2023 havab igg result = 2.47 s/co (reactive); repeated on (B)(6) 2023 (original sample stored at -20 degrees celsius from (B)(6)2023) = 0.35 s/co (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive architect havab igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending does not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. The overall performance of architect havab igg reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot is within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect havab igg reagent lot 48252be00.

Event description:
The customer reported false reactive architect havab-igg results for 2 patient samples. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6): on (B)(6) 2023 (new sample) = 0.74 s/co (nonreactive) on (B)(6) 2023 havab igg result = 8.03 s/co (reactive); repeated on (B)(6) 2023 (original sample stored at -20 degrees celsius from (B)(6) 2023) = 0.76 s/co (nonreactive) sid (B)(6) : on (B)(6) 2023 (new sample) = 0.19 s/co; repeat result = 0.23 s/co (nonreactive) on (B)(6) 2023 havab igg result = 2.47 s/co (reactive); repeated on (B)(6) 2023 (original sample stored at -20 degrees celsius from (B)(6) 2023) = 0.35 s/co (nonreactive) there was no impact to patient management reported.